Event description:
The patient's age is unk, but was a male. The target lesion was aha, rca1 ~ 3. The lesion was de novo. The vessel was heavily calcified and moderately tortuous. There was 90% stenosis. A guide wire (pronea, zeon) was inserted and crossed the target lesion. A balloon (scirpio, 2.0mm, gimro) was being inserted to the target lesion, but the initial balloon would not advance to the target vessel. And then, a different balloon (maverick otw1.5mm, boston) was inserted, but the balloon could not cross the target lesion. Therefore, a total occlusion dilation catheter (torunus) was used for getting past the calcification and the balloon could cross the target lesion. Pre-dilation with 3 balloons (maverick otw, 1.5mm, scipio 2.0mm and potenza 3.0mm lifeline) was conducted at the target lesion of aha, rca3 ~1. Then, for aha, rca3, a bms (driver 3.0/24mm) was implanted at the target lesion, and for aha, rca2 ~1, another bms (driver 3.0/30 mm) was implanted at proximal to the initially implanted driver stent. For aha rca1, cypher (3.5/23mm, loti1106004) was being implanted at the target lesion. While inflating the cypher at 12atm for 20seconds, the pressure would not increase even after 20 seconds. Eventually, the cypher was inflated, but it took the cypher 20 seconds to deflate. There was no reported patient injury. The product was clinically used and the unit, including the sds and inflation device will be returned for analysis. The physician's comment: the physician suspects that inflating and deflating difficulties while implanting were attributed to the cypher itself, contast medium and the inflation device. The ratio of contrast medium (optiray350) to saline was 1:1.

Manufacturer narrative:
The target lesion for the index procedure was the proximal, mid and distal rca. The lesion was reported to be: de novo, heavily calcified, moderately tortuous, and a 90% stenosis. The lesion was accessed using a pronea zeon guidewire. Two balloon catheters were would not cross the lesion pre-dilating: a maverick 1.5mm over-the-wire (otw), and a scipio 2.0 mm. Finally a torunus total occlusion dilation catheter was used to get past the calcification. Three (3) balloons were used to pre-dilate the lesion(s): a maverick 1.5 mm otw, a scipio 2.0mm, and a potenza 3.0 lifeline balloon. A driver 3.0 x 24 mm bare metal stent (bms) was implanted at the distal rca target lesion. An additional driver 3.0 x 30 mm stent was implanted proximal to the previous stent in the mid/proximal rca. Please note that device ( lot # unk) is distributed outside the united states, however, it is similar to the united states product. The product is available for evaluation and testing. However, the product has not been returned as of to date.